Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "spring wire "unraveling" during insertion. Spring wire removed from advancer and inserted straight end, raulerson not used, wire reportedly pulled back through needle when it could not be advanced."